Event description:
It was reported, during in clinic follow up. That the right ventricular lead exhibited loss of capture. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.